Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left main coronary artery (lmca) to the proximal left anterior descending (lad) artery. A 2.5x15mm non-bsc balloon was advanced and inflated to 14atms and the stenosis was reduced to 50%. Then ivus was performed and a 3.0x23mm promus stent delivery system (sds) was advanced to the lesion and deployed at 16atms/30 seconds. The promus stent was post dilated with the sds balloon for 30 seconds. A 15x3.75 nc quantum apex balloon catheter was advanced to post-dilate the proximal portion of the stent. After 3-5 seconds into the first inflation, the balloon ruptured at 14atms. The device was removed intact and a 3.5x15mm nc quantum balloon was advanced and inflated to 24 atms to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a balloon tear. There was a longitudinal tear in the balloon wall material measuring 11mm long. The tear started above the proximal markerband and extended most of the length of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was dried blood and contrast in the distal shaft and balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left main coronary artery (lmca) to the proximal left anterior descending (lad) artery. A 2.5x15mm non-bsc balloon was advanced and inflated to 14atms and the stenosis was reduced to 50%. Then ivus was performed and a 3.0x23mm promus stent delivery system (sds) was advanced to the lesion and deployed at 16atms/30 seconds. The promus stent was post dilated with the sds balloon for 30 seconds. A 15x3.75 nc quantum apex balloon catheter was advanced to post-dilate the proximal portion of the stent. After 3-5 seconds into the first inflation, the balloon ruptured at 14atms. The device was removed intact and a 3.5x15mm nc quantum balloon was advanced and inflated to 24 atms to complete the procedure. No patient complications were reported and the patient's status is good.